Event description:
It was reported that the implantable cardiac monitor (icm) was interrogated prior to the procedure. It was noted that the icm exhibited incorrect longevity approximation due to the method of how the device was stored. The icm was not implanted. No patient was involved.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Final analysis found the eri/battery low indicator alert noted is consistent with having occurred due to device exposure to cold temperature. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.